Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified high scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced sweating, a loss of consciousness, and was unable to self-treat. The customer was taken to the hospital by emergency services and a healthcare professional (hcp) administered oral glucose infusion to the customer for treatment. Hcp also obtained laboratory readings of 83, 132, 126 mg/dl. There was no report of death or permanent impairment associated with this event.additionally, a sensor scan of 120, 130 mg/dl was compared to a reading of 35, 35mg/dl obtained on an adc meter. The length of sensor wear was 13 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.